Event description:
It was reported that a patient had high impedances so they used a new lead.

Event description:
Additional information received reported the lead did not have impedance issues. The reporter stated the lead was opened and the healthcare professional changed their mind and wanted to use a different lead.

Manufacturer narrative:
(B)(4).